Manufacturer narrative:
A visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a single piece collamer lens model cc4204bf into patient's eye and couldn't get the lens to center properly in the bag. The surgeon enlarged the incision to remove the lens and put in another model lens and sutured the incision. The reporter stated that the surgeon has had difficulty getting these lenses to center properly before and didn't know if it was due to the surgeon or a product issue.